Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n155808002, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the "old catheter not working." The diagnostic and troubleshooting steps performed were not reported and would not be made available. The pump was turned off. The issue was considered resolved. Surgical intervention was not planned or scheduled. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.